Event description:
It was reported that the implantable cardiac monitor was undersensing and oversensing. There were many episodes of asystole, brady, atrial fibrillation (af), and fast ventricular tachycardia (fvt) that were due to either noise or loss of sensing. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.